Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt

Event description:
As reported, the plug on a 5f exoseal vascular closure device (vcd) came out together when the exoseal vcd was retracted. Upon removal of the device, the plug fell out of the exoseal vcd shaft. Hemostasis failed and manual compression was applied for 15 minutes. There were no reported injuries to the patient. The device was stored, prepared, and used per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of exoseal vcd. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including a 30-45 degree insertion angle of the vascular sheath introducer. A 5f non-cordis sheath was used for access. The puncture site had severe calcium; however, there was no stent near the puncture site, and the vessel did not have a stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the exoseal. The exoseal vcd was used in a diagnostic procedure, and the patient¿s bmi was less than 40. One exoseal device was used, and the vessel diameter was verified to be greater than or equal to 5 mm. The deployment button was fully depressed and flushed against the handle, and the exoseal vcd and vascular sheath introducer were removed as a single unit approximately 1¿2 seconds after depressing the deployment button. The indicator wire was not visible when the device was removed. The device will be returned for evaluation.